Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, multiple leaks were observed between the 2cm and 3cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the leaks. Microscopic inspection of the leak sites revealed diagonally and longitudinally aligned splits. The splits exhibited sharply defined granular textures. Following longitudinal bisection of the sample in the vicinity of the splits, inspection of the internal surface revealed the damage to be more extensive than that observed on the external surface. The split characteristics were consistent with catheter damage caused by the stylet. Such damage can occur if the stylet is not wetted prior to removal and if the stylet is removed through a tortuous path. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.

Event description:
It was reported that PICC was washed and filled with physiological serum. It was stated that at the end of the procedure, when taking the stylet out, it was noted that there was a hole in the PICC and the catheter was removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap1468 showed three other similar product complaint(s) from this lot number. Both complaints for this lot number (reap1468) have been reported from the same (B)(6) facility. Device not returned, at this time.

Event description:
It was reported that PICC was washed and filled with physiological serum. It was stated that at the end of the procedure, when taking the stylet out, it was noted that there was a hole in the PICC and the catheter was removed. No patient injury was reported.